Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l72772, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who received fentanyl and dilaudid (unknown concentrations and doses) in an implantable pump for non-malignant pain and other non-malignant pain. The night prior to the report, the patient went to the emergency room (ER) after a refill was performed on the same day. The reporter thought either the pump malfunctioned or it was something the doctor did at the refill. It was unclear was happened, but the "35ml pump only had 15ml of drug in it currently." The reporter did not know what was done in the ER to treat the patient. The patient currently felt weak and tired;patient had to lie down when the reporter spoke to the patient today. It was also reported the pump needed to be replaced due to the age of the pump, not due to any particular issue. The patient was looking for a doctor which accepted their insurance to replace the pump. Additional information was requested from the healthcare provider (hcp) regarding a reason the pump only 15ml of drug following a refill, if a reason for the patient's symptoms was determined, and any diagnostics/actions/interventions required to resolve the issue. If additional information is received, a follow-up report will be submitted.